Manufacturer narrative:
Additional product component: model number/catalog number: 72404156, serial number: null, batch/lot number: 545367020, model/catalog description: reservoir 100ml pc/iz.

Event description:
It was reported that the patient experienced device malfunction due to longevity of device implant duration resulting in fluid loss and inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.